Event description:
It was reported that the device was infusing at an incorrect concentration. Per customer, the dataset should not have allowed that concentration to infuse. Upon review of the hl7 data by the interoperability team it was noted the 81.2 kg patient was originally programmed on a pcu in the pediatrics profile which allows for 25000units/250ml to be programmed. The infusion was later changed to a pcu within the adult profile on (B)(6) at 18:17. The adult profile adult profile is built with 25000units in 500ml. As a result, the incorrect concentration was selected. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.